Manufacturer narrative:
Device is a combination product. D4: lot number - updated from blank to 0024287250. Device evaluated by MFR.: synergy ii us mr 4.00 x 32 mm stent delivery system was returned for analysis with a 0.014 guidewire stuck in the wire lumen and with a guide catheter. A visual examination of the stent found that the stent had detached from the stent delivery system (sds) and was not returned for analysis since the stent had been successfully deployed. The balloon was reviewed and appeared to have been inflated and deflated with bunching of balloon material noted at both balloon cones. The proximal marker band was beneath the proximal bond due to inner extrusion stretching and balloon bunching, not in the correct location relative to the proximal balloon cone. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and outer extrusion and visual examination of the inner extrusion shaft found stretching of the shaft polymer extrusion on distal side of port bond with multiple other signs of stretching damage along the distal shaft. Stretching of the mid-shaft on proximal side of the port bond was also observed, such that tab was 33 mm from its correct position at the port bond. The exchange port appeared stretched. The device was submerged in water bath at 37 degrees celsius to attempt to dislodge the guidewire. After soaking overnight, the wire still could not be removed from the wire lumen due to the damage noted to the distal inner shaft/wire lumen. An attempt was made to perform an inflation test and when inflating the balloon to rated burst pressure, a leak was noted in the shaft (27 mm distal of the wire exchange port, in the location of the distal end of the core-wire and where the distal outer was bunched). The device could not hold pressure and the balloon did not inflate. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. A 4.00 x 32mm synergy stent was deployed on the target lesion. However, upon removing the delivery system, the device became stuck with the wire. The device could not be removed from the wire so the physician decided to remove the guide catheter, wire, and the delivery system as a unit. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product. D4: lot number - updated from blank to 0024287250.

Event description:
It was reported that catheter entrapment occurred a 4.00 x 32mm synergy stent was deployed on the target lesion. However, upon removing the delivery system, the device became stuck with the wire. The device could not be removed from the wire so the physician decided to remove the guide catheter, wire, and the delivery system as a unit. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter entrapment occurred a 4.00 x 32mm synergy stent was deployed on the target lesion. However, upon removing the delivery system, the device became stuck with the wire. The device could not be removed from the wire so the physician decided to remove the guide catheter, wire, and the delivery system as a unit. No patient complications were reported and the patient was fine.